Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion of 5-fu fluorouracil with cadd solis vip pump the patient experienced toxicity including seizures. The patient was moved to hospital with cadd pump still attached to her. There was patient harm.